Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was low draw of a tube with blood and whole tube push off of the non-patient end of needle resulting in specimen leakage. There were no health consequences or impacts reported.

Manufacturer narrative:
H.6. Investigation summary: retention samples from bd inventory were evaluated for this investigation: 20 retain samples were functionally evaluated for tube push off and underfill and no issues were found as all retain samples tested within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was low draw of a tube with blood and whole tube push off of the non-patient end of needle resulting in specimen leakage. There were no health consequences or impacts reported.